Manufacturer narrative:
Device eval begun, but not yet completed.

Event description:
It was reported that for a pt undergoing repair of a fractured leg, using the firm's device in the anesthesia breathing circuit, anesthesia proceeded without problems for two hours. The pt was placed in the prone position and later was returned to the dorsal position. After extubation, the pt developed bronchospasm. Since manual ventilation by mask was not possible, the pt was re-intubated. Mechanical ventilation of the pt was still barely possible. To relieve the bronchospasm, a number of medications were administered, including a spray: berotec n 100 (a fenoterol formulation) that was nebulized between the pt and the device. Mechanical ventilation was possible but difficult. Mechanical ventilation improved after removing the device. The procedure was completed and the pt was later discharged.